Event description:
It was reported to philips that the detector overheated; the system was unable to expose on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the chiller and restored the system to normal. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).